Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of insulin pump had tendency to stick when pressed. The customer¿s blood glucose was unknown. Customer stated that insulin pump was making an unusual noise when changed the reservoir. The customer stated that the reservoir had somewhat loosed in the insulin pump. Customer stated that they went through a lot batteries and occasionally insulin pump did not turn on with new battery inserted. The device will not be returned for analysis.